Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified anastomotic stricture. A 7.0 x 40, 75cm mustang balloon catheter was selected for use in a shunt percutaneous transluminal angioplasty. During the first inflation at 18 atmospheres for 60 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There was no patient injury as a result of this event.